Event description:
During the course of the excluder bifurcated endoprosthesis procedure, the pt sustained blood loss in excess of one liter requiring transfusion. No allegation of deficiency regarding the way excluder device was made.